Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s presented with an implantable cardioverter defibrillator system that was infected. It is not known what caused the infection. The system was explanted. The patient¿s condition before, during, and after the procedure was normal. Related manufacturer reference number: 2017865-2020-23219, related manufacturer reference number: 2017865-2020-23220, related manufacturer reference number: 2017865-2020-23224.